Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated a few months ago they started feeling the stimulation in their upper ribs instead of down their legs. Patient spoke to healthcare provider (hcp) and was told to contact a manufacturer representative (rep) for reprogramming, but patient just stopped using the device. Agent reviewed role of rep and provided national answering service (nas) number. Patient stated they are scheduled for an MRI today and needed assistance accessing MRI mode. Patient stated they were currently charging their implant and the implant was at 70%. Agent did not want to interrupt the ins charge session, so advised patient to continue charging implant to full and scheduled a call back to walk through accessing MRI mode. Patient added that today when they were charging the implant they felt the stimulation in their upper back and chest area. Agent asked if patient would like to turn the stimulation off and patient indicated they know how to do so. Patient commented there were times where the ins was awesome and then they started having problems. Patient also mentioned their memory is foggy. Agent called patient back at agreed upon time. Patient reported recharger not found message; agent had patient close all apps. Patient attempted to connect through mystimrc app and reported communicator not found; patient powered on communicator and tapped retry. Patient connected successfully through mystimrc app; agent reviewed MRI mode. Patient did not want to enter MRI mode while on the call because they stated the MRI technician needed to see them do so. Patient reported handset was at 83%, implant at 90%, and communicator at 100%; agent reviewed to charge all devices fully prior to MRI and bring external equipment with them. Patient will call back if further assistance is needed accessing MRI mode.